Event description:
On 07-may-2026, this report was received regarding a 64-year-old male consumer in the us in association with an unspecified thermacare heatwrap. On (B)(6) 2026 at 2000 hours the consumer topically applied a thermacare heat wrap to his lower back. He applied the product directly to the skin on his back and covered it with a shirt. Approximately at 400 am the next morning he experienced pain and took off the product. He noted his skin was burned on the left side of his lower back. He rinsed the area, dried with a paper towel, and applied neosporin. On (B)(6) 2026, he went to his primary care provider and was advised to continue neosporin and not to use the product. As of (B)(6) 2026, the pain and the burn were ongoing. The consumer anticipated having surgery on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
The most probable root cause is intentional device misuse. The 64-year-old consumer applied the thermacare product directly to the skin from 8:00pm - 4:00am. This complaint did not identify a specific thermacare product variant for the reported incident. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. All thermacare product variants contain the warning "if product feels too hot, stop use or wear over a layer of clothing, not directly against the skin".